Event description:
The following has been reported: customer reported: during nursing education this pump was noted to trigger tubing problem alarms. The tubing set was reloaded multiple times, back plates cleaned, and ultimately multiple tubing sets were switched out which still triggered the same tubing problem alarm (of note when the tubing was tested on other pumps, the pumps infused without issue). The pump was removed from the training fleet and awaits service. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a set ID failure. The device was initially able to perform an infusion successfully but after reversion to manufacturing mode, the pump subsequently failed set ID functional testing. No other internal damage was identified.